Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2018 using coolcore. Treatment was given to the submental on (B)(6) 2018 using coolmini. The patient developed paradoxical hyperplasia (pah/ph) 12 weeks after treatment and was diagnosed in the upper/lower abdomen and submental on (B)(6) 2018. Ph was described as visibly enlarged in the treatment area, visible as a smooth bulge extending at least several mm above the plane of surrounding skin.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6)2018 using coolcore. Treatment was given to the submental on (B)(6)2018 using coolmini. The patient developed paradoxical hyperplasia (pah/ph) 12 weeks after treatment and was diagnosed in the upper/lower abdomen and submental on (B)(6)-2018. Ph was described as visibly enlarged in the treatment area, visible as a smooth bulge extending at least several mm above the plane of surrounding skin.

Manufacturer narrative:
Corrected data: h.3, h.7, h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2018 using coolcore. Treatment was given to the submental on (B)(6) 2018 using coolmini. The patient developed paradoxical hyperplasia (pah/ph) 12 weeks after treatment and was diagnosed in the upper/lower abdomen and submental on (B)(6) 2018. Ph was described as visibly enlarged in the treatment area, visible as a smooth bulge extending at least several mm above the plane of surrounding skin.